Manufacturer narrative:
It was reported that the mcot sensor - 2.5 got stuck in the charger. The sensor was returned for investigation. The allegation states that the sensor was stuck in the charger. The sensor and charger were able to be separated and found that the sensor melted inside the charger. There is evidence on the back of the sensor and also melted material was found inside the charger. There is a strong burnt smell on both the devices. Additional testing could not be completed due to the melted damage. Engineering evaluation confirmed that the sensor melted inside the charger. The sensor likely heated up inside the charger for an unknown reason. Heat stress testing could not be completed due to the damage to the device.

Event description:
It was reported that the mcot sensor - 2.5 got stuck in the charger. Troubleshooting was performed however, the patient was still unable to remove the sensor from the charger. The patient confirmed that they did remove the sensor from the universal patch before placing the sensor into the charger and that the sensor was not exposed to moisture prior to the event. A replacement was ordered. No additional information was provided.